Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b5 and h6.

Event description:
Terumo medical corporation received the following reported information: the ml's of air injected into the tr band when it was applied was not documented. It was unknown where the band was leaking from. Hemostasis was achieved by a new band. There was no noticeable damage to the device. The patient was doing fine; however, a hematoma was noted at the site.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band was returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve. The sample passed leak testing. The sample was subject to additional leak testing per procedure. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 14ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band was returned for assessment, and the sample passed all leak testing. The check valve was deconstructed, and a piece of foreign matter was found. The complaint can be confirmed for foreign matter at the valve. Review of the device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. A corrective action was initiated for this issue. Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
. E3: occupation: rcis the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a left heart cath, the technician applied the tr band, inflated the balloon, and within seconds the balloon deflated. They attempted to reinflate; however, the balloon deflated immediately. The blood loss was less than 250cc.